Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device has been returned to olympus for evaluation and the olympus service center found the event was caused by a faulty motherboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the event occurred due to a faulty motherboard. However, the specific root cause of the faulty motherboard could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a camera control unit malfunction (e116 error code). The issue was found during preparation for use, and the procedure was completed with a similar device. There was a minimal procedural delay and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.